Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. Additionally, it was reported that intermittent occlusion alarms occurred. It was also reported that the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support and declined to provide additional information. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.